Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that she was experiencing an inaccurate erratic issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 pm. She obtained results of '178, and 86, mg/dl' on the subject meter, done within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient states that she tests her glucose 3x/day and manages her diabetes with humulin 70/30, r, and n insulin (self adjuster) and due to the alleged issue denied making any changes to her usual treatment. Based on the glucose result of '178 mg/dl' she gave herself 14u of humulin n insulin and went to sleep. She claimed at 11:30 pm, after the alleged issue started, she felt 'cold sweats' which she associated to a low glucose stated. She confirmed to this mss, that she did not test again with the subject meter during this time. In response to her symptoms, the patient reported drinking some orange juice, eating a fruit and going back to sleep. She stated that on another unspecified day, she did 3 back/back comparisons at 'nighttime' with the subject meter, where she obtained results of '155, 164, and 147 mg/dl' on the subject meter. During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter and using an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.